Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was full body eligible and was having an MRI of the shoulder. The MRI had to be stopped because the patient had chest burning and head pain. The caller stated that patient explained like they could see their heartbeat. The hcp stated that impedances were checked prior to the MRI and they were fine and therapy was turned off for the MRI. The therapy was turned back on after and symptoms had not changed, further stating that symptoms had not changed with therapy on or off. It was reported that patient was in the emergency room (ER) at the time of the report. The hcp was asked if guidelines were followed, and they stated they are not the MRI technician but they know that they had their protocol and assumed they were followed. It was noted that the manufacturer's representative (rep) was in the operating room (or) at the time of the report, but will see the patient to check the system. It was reviewed for the caller to alert the patient's managing physician. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported the chest burning and the head pain have been resolved. The patient weight was updated. No further complications were anticipated as a result of this event.